Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported a fortuitous rupture of the left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, flat crease, underweight device, non-penetrating nicks, and brown particles. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to a surgical impact, and non-penetrating nicks.

Event description:
Explanting physician reported a fortuitous rupture of the left device. The device has been explanted.